Manufacturer narrative:
Patient as one-week post-op with drain placement. Two days prior to event, she noted a change in the character of the suction of the drain and a stop in output. When the drain was removed in the office it was clear that a portion of it was separated and stayed behind. An x-ray was performed and an attempt to retrieve the separated portion was done but surgery was required to remove the retained portion of drain. FDA safety report ID# (B)(4). We checked the retain samples of the three recently produced lots of the same code, without findings. The production controls of this code includes 100% visual inspection for any damage which could lead to tear. We checked the tensile test results of the recent production lot p1868563 of jp-2188 (11003801580cr). For this lot, the min. Result is 77.24n and the average result is 94,77n. This result is much higher than the 15n min. Required by the iso standard en1617, section 4.3.1. "Force at break - connections". Update of 06/30/2019: the breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. On 06/28/2019 we initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
Patient as one week post-op with drain placement. Two days prior to event, she noted a change in the character of the suction of the drain and a stop in output. When the drain was removed in the office it was clear that a portion of it was separated and stayed behind. An x-ray was performed and an attempt to retrieve the separated portion was done but surgery was required to remove the retained portion of drain. FDA safety report ID# (B)(4).